Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician dropped the lead before it could be implanted. The physician complained about the packaging of the lead and asked for another lead. No patient complications have been reported as a result of this event.